Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt was experiencing elevated pump powers. The pt also had numerous runs of ventricular tachycardia (v-tach), which was associated with the inflow cannula being malpositioned. The pt was taken back to the operating room and the inflow cannula was repositioned. The pump speed was unable to be turned up greater than 9000 rpms. Two weeks later the pt's pump was exchanged.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.